Event description:
It was reported that during the surgery, they found the open tab of the tyvek was sealed to the plastic pack and it was difficult to peel away the tyvek. They managed to open the pack using knife and there was no adverse outcome to the pt or user due to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.